Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 did not turn on. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module n. America v9.33.0. Asset location: (B)(6) patient or user involvement: no patient or user harm: no case description: (B)(6) had a lvp8100 sn (B)(4) the unit would not turn on. Failure device type: failure problem type: failure mode: case resolution: I recommended (B)(6) to send unit in for warranty repair. Transferred to com for rga number. (B)(6) will send the unit in for repair.